Event description:
It was reported that during a normal monitor transmission check, it was noted that the device was close to elective replacement indicator (eri) sooner than expected. It was further reported that the device was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that during a normal monitor transmission check it was noted that the device was close to elective replacement indicator (eri) sooner than expected. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Battery voltage - pre/approaching eri. Weekly trend in save to disk data file (B)(4) shows min bat=2.72 to 2.64 volts between (B)(6) 2011, is before device rrt<= 2.62 volt.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data collected from the device and have analyzed the data. Battery voltage - pre/approaching eri. Weekly trend in save to disk data file 05122034 shows min bat=2.72 to 2.64 volts between (B)(4) 2011 and (B)(4) 2011, is before device rrt<= 2.62 volt.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. Performance data collected from the device and have analyzed the data. Battery voltage - pre/approaching eri. Weekly trend in save to disk data file (B)(4) shows min bat=2.72 to 2.64 volts between (B)(6) 2011 and (B)(6) 2011, is before device rrt<= 2.62 volt.